Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results, with two different roche meters, within 10 minutes: 578 mg/dl and 75 mg/dl on nano system (system 1) and 73 mg/dl on aviva system (system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.